Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The analysis was performed by asahi intecc. Co. Ltd: with the outcomes of inspection of the returned guidewire, it is inferred that some scraping friction was continuously given to the guidewire shaft on the one side of the shaft only during the removal of the guidewire, resulting the scraping damage to the ptfe coating. The scraping damage of coating such as observed with this returned guidewire are seen when the guidewire surface is exposed to some excessive scraping or scratching force, and it is highly supposed with this returned prowater that the edge of some metallic inserter tool supposed to be used with the guidewire was kept contacted with the guidewire with angle and with force during removal of the guidewire. This could not be identified however from the provided information. Based on the information reviewed, there is no indication of a product deficiency. Warning section of instructions for use describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, otherwise the surface of guidewire may be damaged significantly.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The device is expected to be returned to asahi intecc. Co. Ltd for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the asahi prowater guide wire was being used during an un-specified procedure. No resistance was noted; however, during use, it was noted that foreign material was coming off of the guide wire. It was noted that the guide wire looked frayed. The device was replaced and a new asahi prowater guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.